Event description:
Dealer states: "advised that the handle on the pump has been replaced twice. First replaced on (B)(6) 2012 and second time on (B)(4). The one replaced in (B)(6), the dealer on his own replaced the pin that secures the handle to the pump assembly. Dealer obtained this pin from an old hydraulic pump that he had and was no longer being used. The same pin broke for the second time and the replacement pump was replaced on the order (B)(4). Pump provided to the end user is a rental unit and the end user is the one who requested that a complaint be filed at this issue. No reports of personal injury at this time. No reports of property damage at this time."

Manufacturer narrative:
(B)(6) - no RMA has been initiated for this issue. Model 9805p, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1024492 rev e (may-06) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.